Event description:
The customer reported when the ventilator was put on, the patient screen was not working. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The customer stated the patient screen was not working and the unit was removed from service. The customer verified the reported issue. The customer plugged the unit in over the weekend, and when he returned, powered the unit on and the device was working fine. When the device was put into service mode, he was unable to find any error codes. The customer performed a touchscreen calibration and the unit passed. The touchscreen was working properly. The system meets the specification for the performed service and is returned to use.